Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator was associated with a high pressure increase after the start of bypass, immediately after cardioplegia was given. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pump configuration was a s-5 roller pump. Heparin dosing was monitored with act. At the beginning of bypass the act was 599 seconds. The temperature post-oxygenator was 36.5 degrees celsius and pre-oxygenator it was 36.0 degrees celsius. The pressure increased quickly within 5 minutes. At this point it was not possible to support the patient with full flow. The pressure increased to 472 mmhg pre-oxygenator. The following were used during priming or during the case 1500ml jonosteril, 2g tranexamsäure, 250ml osmofundin 15% and 10.000ie heparin. The device was replaced to complete the procedure. Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as follows. 168 mmhg blood side pressure drop. The reason for the return was not confirmed. Correction d4.2 (expiration date) <(>&<)> h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.